Manufacturer narrative:
The leads are currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead became dislodged due to twiddlers syndrome. It was explanted and replaced. Should additional information become available, this file will be updated.